Event description:
Patient was admitted to the hospital on (B)(6) 2024. On (B)(6) 2024 a stage 3 pressure injury was observed on the buttocks by the facility. There was no indication of injury progression or what, if any, additional treatment was required for the pressure injury. Review of the guardian system controller data noted "leak alert" events prior to the injury event occurrence, resulting in the controller prompting the healthcare professional to take action. Replacement of the bed surface was delayed by the healthcare professional based on their judgment of patient conditions and treatment options. It was reported the patient had an acute respiratory illness, experienced pain and oxygen desaturation with movement, and was refusing standard patient turn practices. The associated controller was eventually returned to turncare for service at which time a manifold valve was replaced. If any further relevant information becomes available, an update to this report will be filed.

Manufacturer narrative:
This injury was discovered by turncare through a review of hospital hapi report information. There was no allegation from the customer that the guardian system caused or contributed to the pressure injury event.